Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) pancreatic pseudocyst drainage procedure performed on (B)(6) 2018. Reportedly, the implantation site was examined with eus doppler prior to attempting stent deployment. According to the complainant, during the procedure, while advancing the axios electrocautery delivery system into the tail of the pancreas, it was noticed that blood was coming into the stomach. Reportedly, the physician may have hit a blood vessel, causing the bleed. The patient was sent to interventional radiology (ir) to manage the bleeding. The ir successfully resolved the patient's bleeding. There were no further patient complications reported as a result of this event. The patient's condition following ir was reported to be fine.